Event description:
It was reported that during use of the device the flexible tip on the basket detached and remained in the pt. During repeated attempts to snare the tip, the graft was perforated. Another procedure is scheduled to repair the graft and remove the flexible tip.